Event description:
It was reported that patient has left hip pain. Doctor says stem may be loose. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The provided x-ray confirms the reported event. The root cause could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient has left hip pain. Doctor says stem may be loose. Patient was revised.